Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Engineering evaluation noted the reload was built in interlock. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a segmental lung resection and thoracoscopy. The first firing was successful. For the second firing, the yellow shipping wedge was removed and the reload was connected to the handle. The surgeon attempted to fire the device but was unable to. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.